Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a left ventricular (lv) epicardial lead placed at implant and shortly after, the patient experienced phrenic nerve stimulation. Reprogramming was done which alleviated the symptoms. The phrenic nerve stimulation returned and reprogramming the device mode was done. The following day, the threshold of pns was high and occurred only in the intercostal region. About a month later, a new lv lead was implanted to help to control the patient's heart failure. The epicardial lv lead was inactivated. The next day, diaphragmatic stimulation and skin stimulation occurred. The new lv lead pacing was discontinued and the cause was then reported to be the right ventricular (rv) lead. A computerized tomography (CT) scan revealed a suspicion of protrusion of the rv lead in the proximal part of the intercostals where the skin stimulation occurred. The rv lead settings were reprogrammed and function was changed to single ventricular pacing. The rv lead remains in use. No further patient complications have been reported as a result of this event.